Manufacturer narrative:
The manufacturer previously reported as death in previous report. The following correction has been updated in this report to reflect product problem. Section b1 has been updated to reflect as product problem. Section h1 and h6 has been reflect as product problem.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, the device logs were downloaded and errors were found. Visible foam particles were observed. No other device problems were found. The device was scrapped.